Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillation pca board. The q6, q7, and q8 thyristors were shorted, which damaged multiple additional components on the defibrillation pca and computer/analog board. Due to the extent of the damage the root cause for the failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.